Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: it was reported breakage suture. Five empty labeled winding former of product code j346 were received for analysis. As no needle or suture were returned for evaluation, we are unable to investigate the issue further. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2019 and suture was used. The suture broke while suturing. A similar device was used to complete the case. There were no adverse patient consequences. Additional information was requested.